Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there were power on resets observed in the black box. The pump powered on normal with vibratory and audible sounds. The pump was programmed on a one unit per hour basal program and was set to run for 24 hours with the returned battery cap. Ten minutes after powering on the pump it began to reboot. Reboots were observed every ten minutes. The pump cover was removed to investigate. Component u19 was found defective causing the pump to continuously reboot. Component u19 was replaced with a known good part and no rebooting was duplicated. The battery cap and battery compartment were not damaged. No rebooting was duplicated with the known good part.

Event description:
The patient contacted animas on (B)(6) 2012 reporting that the pump was beeping and showing the verify screen. The patient stated that the pump would go past the verification screen but shortly after the pump would reboot and go to the verify screen again. The patient confirmed that there was no noted damage to the battery compartment or cap. This report is made based on the allegation of the pump power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.